Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up, the pulse generator exhibited backup vvi mode. After a device download, normal function resumed.